Event description:
It was reported the luer lock became disconnected from tubing at night. Customer's blood glucose level was impacted.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.